Event description:
The reporter stated the surgeon used aq2010v three piece silicone lens. The lens got stuck in the cartridge due to loading error. The lens was not implanted but there was pt contact. Reporter not sure if the lens was damaged.

Manufacturer narrative:
(B) (4). (B) (4).